Manufacturer narrative:
The explanted products will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented for a follow-up approximately four weeks post-implant. Reddening of the skin was observed at the device pocket. An ultrasound was performed and cultures were taken, and an infection was confirmed. The device and associated leads were explanted. No additional adverse patient effects were reported.